Event description:
The facility reports the patient was being transferred from the chair. During the transfer process, the lower right clip detached from the hanger bar. The patient fell onto the floor, suffering a bump on the right side of the back of their head.